Manufacturer narrative:
Investigation summary bd had not received any samples or photos for investigation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode overfill. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
Report 1 of 2: it was reported while using bd tube cit plh 13x75 1.8 plbl ce l/bl, an unspecified number of tube overfilled. Samples had to be no adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 1 of 2 it was reported while using bd tube cit plh 13x75 1.8 plbl ce l/bl, an unspecified number of tube overfilled. Samples had to be no adverse impact was reported regarding the patient or user.